Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the he had high blood glucose over 600 mg/dl. Customer was unable to remove the cap off of his insulin vial to get the reservoir attached. Customer was groaning and crying out in pain. Customer was alerted that 911 had been called and help was dispatched. Customer had chest pains and was breathing heavily. Emt had arrived and taken the customer to the hospital. Customer will not be returning the device for analysis.